Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer was advised there was no documentation for reprocessing the scope in the oer-pro and there were no connecting tubes for the device. The customer was sent information on the scope to adhere to the proper reprocessing procedure. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus an incorrect reprocessing technique. The evis exera duodenovideoscope was being reprocessed in the oer-pro and then a sterris 1e system. No patient involvement was reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.